Manufacturer narrative:
(B)(4). Examination of the returned device finds damage/deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rp tib try impactor was reported with unknown reason.